Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the nurse took out the instrument and squeezed the firing handle to load the first clip in the jaws, but the handle was very hard to close, tried again and the clip fell down open. They changed the instrument. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.